Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) system received multiple shocks. Technical services (ts) was contacted for a consult review of the ICD presenting electrogram (egm). It was noted patient does not have an atrial lead, however, was believed to have been in a possible atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia. The device delivered about 15 bursts of anti-tachycardia pacing (atp) and 5 shocks. Ts provided programming recommendations. At this time, the ICD remains in service. No adverse patient effects were reported.